Manufacturer narrative:
The subject device was evaluated. Device inspection found peeling on the a-rubber (insertion section). The adhesive is detached. Gap in adhesive area between plastic cover and distal end were observed. The identified parts needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer returned the device for the periodic fsca check inspection and during the maintenance inspection, the a-rubber (insertion tube) bonding was found peeling. There is a gap in adhesive area of the device between plastic cover and the distal end. There was no patient harm reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to chemical stress during device handling/ storage environment may have caused deterioration of gap between the plastic cover and c-body. The event can be detected/prevented by following the instructions for use (IFU) which state: "chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk. 5.1 storage of the endoscope: 2. Confirm that all surfaces of the endoscope (especially the interior of the channels, the distal end, the lens, and the electrical contacts) are completely dry." Olympus will continue to monitor field performance for this device.